Manufacturer narrative:
Manufacturer's investigation conclusion: the report of no external power and driveline disconnect alarms being captured in the log file was confirmed. Two sets of log files were provided for review. The first set of log files was retrieved from the system controller serial number (B)(6). The data contained in the log file revealed that on 27sep2025 at 11:40:08 am the system controller was connected to a mobile power unit (mpu) and the controller's white power cable was disconnected from the mpu. At 11:40:14 am the controller's black power cable was also disconnected. As a result, a no external power alarm became active. The data recorded at 11:40:43 am revealed that the controller's black power cable was connected to a 14v battery which cleared the no external power alarm and only a power cable disconnect alarm remained active until 11:41:03 am when the controller's white power cable was also connected to a 14v battery. The system continued to operate with no active alarms until 11:37:48 pm when the driveline was disconnected resulting in driveline disconnect, low flow and lvad off alarms. A silence alarm button pressed event was captured at 11:40:05 pm. The data recorded at 11:40:12 pm suggests that the 14v battery connected to the controller's black power cable was exchanged. The driveline remained disconnected and at 11:42:22 pm a silence alarm button pressed event was recorded again. At 11:43:48 pm the controller's white power cable was disconnected from the 14v battery and at 11:47:03 pm the controller's black power cable was also disconnected from the 14v battery. The remaining data revealed that the controller's black power cable was connected to a mobile power unit (mpu) at 11:48:08 pm and at 11:48:13 pm the controller's white power cable was also connected to a mobile power unit (mpu). Although both controller's power cables were connected to a mobile power unit (mpu), the driveline remained disconnected and was not reconnected in the log file. The data captured between 27sep2025 at 11:48:13 pm and 28sep2025 at 12:35:41 am revealed the controller's power cables were disconnected from a mobile power unit (mpu) and connected to 14v batteries and then back to mpu. The controller shutdown sequence was started and aborted multiple times between 28sep2025 at 12:22:47 am and 12:22:56 am. The controller shutdown sequence was started again on 28sep2025 at 12:35:41 am and no further events were captured, indicating that the controller was shut down. There was no external power connected to the system controller when the controller shutdown sequence was started. Intermittent silence alarm button pressed events were recorded throughout the data while the driveline was disconnected; in total the silence alarm button was pressed forty-four times during this time span. The data contained in the provided periodic log file, retrieved from the system controller serial number (B)(6) did not add any new information regarding the event. The second set of log files, retrieved from the system controller serial number (B)(6) did not contain any data relevant to the reported event date. There was no product returned for evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided, and no product was returned for evaluation. The device history records were reviewed, and the records revealed the controller was manufactured in accordance with mfg and qa specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU and patient handbook is currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 7, ¿alarms and troubleshooting,¿ explains system alarms and the recommended actions associated with them. The patient handbook warns in several sections" "the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power." In addition, the patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log files were submitted for evaluation. The patient had coded, indicating cardiac arrest. It appeared that the event log file data contained routine events from (B)(6) 2025 10:48:37 - (B)(6) 2025 15:56:52, and at that time the patient was connected to mobile power unit (mpu) power. The recorded data indicated there were no adverse events or active alarms prior to the driveline disconnect events. On (B)(6) 2025 11:40:08 the white power lead was disconnected from mpu power. At 11:40:14 black power lead was disconnected from mpu power. A no external power alarm flag was raised. The emergency backup battery (ebb) was used to support the system. At 11:40:43 the black power lead was connected to battery power. At 11:41:03 the white power lead was connected to battery power. No active alarm flags. At 23:37:48 a driveline disconnect alam flag. This event marked a true driveline disconnect event. The left ventricular assist device (lvad) would have been off from this time. At 23:40:05 a driveline disconnect alam flag was raised. A silence alarm button pressed event was recorded. The pump speed was recorded at 0 rpms. At 23:40:12 black power lead was disconnected from battery power. Driveline disconnect alarm was still active. The pump speed was recorded at 0 rpms. At 23:41:37 black power lead was reconnected to a battery with a higher charge status. Driveline disconnect alarm was still active. The pump speed was recorded at 0 rpms. At 23:42:22 a silence alarm button pressed event was recorded. The pump speed was recorded at 0 rpms. At 23:43:48 white power lead was disconnected from battery power. Driveline disconnect alarm was still active. The pump speed was recorded at 0 rpms. At 23:47:03 black power lead was disconnected from mpu power. A no external power alarm flag was raised. The ebb was used to support the system. The pump speed was recorded at 0 rpms. At 23:47:26 a silence alarm button pressed event was recorded. The pump speed was recorded at 0 rpms. At 23:48:13 the white power lead was connected to mpu power. The driveline disconnect alarm was still active. The pump speed was recorded at 0 rpms. There were a number of power source change events and silence alarm button pressed events recorded. On (B)(6) 2025 at 0:22:47 several system controller shutdown sequence events started and then aborted. At 0:35:41 a system controller shutdown sequence was completed. It was also noted that there were (44) silence alarm button pressed events recorded between the time of driveline disconnect event and the time of system controller shutdown. There were (11) system controller shutdown sequences started, then aborted during the time of driveline disconnect event and the time of system controller shutdown. Once the system controller was shut down on (B)(6) 2025 0:35:41, it remained inactive until it was connected to power module power on (B)(6) 2025 15:20:45. Additionally, it was reported that the patient passed away on (B)(6) 2025. The pump would not be explanted. The outcome was considered to be device or therapy related. The patient driveline was disconnected prior to passing.

Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.